Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing (atp) and shocks due to atrial undersensing and therapy was exhausted. Technical services (ts) recommended programming changes. This device remains in service. No additional adverse patient effects were reported.